Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 12/11/2015 to report that on (B)(6) 2015, the patient experienced a loss of connection. Patient's mother stated that patient experiences frequent and multiple signal lost throughout the same day. Patient's mother used a different transmitter and the connection was restored. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 01/04/2016 and confirmed the reported loss of connection. A definitive root cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.